Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the recognition problem. The in-house da vinci robot system successfully recognized the instrument, showing 5 uses left. The pogo pins did not stick and were not contaminated. Additional observations not reported by site were broken tube extension and scratches on the main tube. The tube extension was found to be broken and missing a 0.300 x 0.200 piece at the proximal clevis interface. The clevis was found to be dislodged from the tube extension. The tube extension fractured next to one of the keys that mate with the proximal clevis. Engineering also observed that the distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.160 in length and not aligned with the tube axis. Engineering concluded that the broken tube extension and the scratches on the main tube were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation that was not reported by the customer was micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures approximately 0.450. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. The customer reported complaint does not itself constitute a MDR reportable event; however; the main tube scratches and cracks, found during failure analysis evaluation may cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the da vinci robot system could not recognized the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.